Event description:
It was reported that the measured o2 concentration was different than set value. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module and the nozzle units in the o2 gas module and in the air gas module were replaced and returned for further investigation. Both of the nozzles have a faulty bent feather spring, probably bent during the replacement. No simulated use testing could be performed. The received o2 gas module was mounted in a ventilator and simulated use testing was performed. It was revealed that the o2 gas module was not deliver the right amount of oxygen. Our investigation has concluded that the problem was caused by a defective pressure transducer on a printed circuit board inside the gas module. The review of the received device logs confirms the reported issue. We could trace back the reported problem to mars 7, therefore the date of event was determined as (B)(6) 2021. The pressure transducer is part of the flow measuring in the gas module. The failure of the pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation.